Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited an "emergency battery error" alarm, it did not prevent the driver from performing its life-sustaining functions. In addition, the companion 2 driver has redundant, alternate power sources of external batteries and wall power. An investigation will be conducted by syncardia, adn the results will be provided in a supplemental MDR.

Event description:
The customer reported that the companion 2 driver exhibited an "emergency battery error" alarm while supporting a patient. The customer also reported that the patient was returning from a walk at the clinic when the alarm sounded. The companion external batteries were replaced and the driver was plugged into an external wall power source, but the alarm did not resolve. The patient subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact.